Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention it was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation grade 4 with slightly thickened distal tip of anterior leaflet. First ntw clip was implanted with no reported issue. A second clip was implanted lateral to the first clip. After deployment, the clip detached from the anterior leaflet. The physician suspect that the slda might be due to the thickened leaflet. A third clip was implanted to stabilize the second clip. Mr was reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda) appears to be due to challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.